Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the patient had difficult vasculature (bilateral high bifurcations) and the access site was challenging. The puncture site initially was positioned proximal to the inguinal ligament. A second stick positioned the site between the bifurcation and inguinal ligament. Depth measurement was 8.5 and considered a very deep deployment. Post angiogram showed bleeding, and a surgical cut down revealed the manta completely in the tissue tract. The IFU was reviewed and warns not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding; and do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The following potential adverse events related to the deployment of vascular closure devices have been identified: retroperitoneal bleeding because of access above the inguinal ligament or the most inferior border of the epigastric artery (iea).; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, endovascular intervention, oozing from the puncture site and/or late arterial bleeding. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, special patient populations who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: initial high stick revealed under ultrasound. Physician restuck a bit lower and fluoro revealed stick was between bifurcation and inguinal ligament. Patient had bilateral high bifurcations making access challenging. 3 interventional cardiologists and a surgeon were involved in the case and all agreed that the stick was good as it was below the inguinal ligament and still on the femoral head. A little ooze detected on the deployment so physician repeated the deployment steps to insure a good closure. Still a little ooze, but nothing out of the ordinary. This was an 8.5 on the depth measurement; so a fairly deep tunnel tract. Initiated a secondary angio shot to confirm deployment and all noticed a bleed. Emergent procedures began. 12f sheath introduced via contralateral access site and balloon inflated above access site. Surgeon began cut down immediately. Blood flow stopped and pressures began to rise. 3.5l of fluids introduced. Manta was removed from tissue tract in-tact. It appears it never entered the artery. The discussion amongst the physicians present was that the j-wire had created a ""z"" formation leading into the artery and the manta sheath followed the wire down, but never entered the artery and deployed with the correct measurements, but never actually entered the vessel. Upon visualization during the cut down it was determined that the vessels on both sides dove deep just distal to the access site and made closure difficult. Patients pressures returned once fluids given and both sides were closed.